Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation was unable to replicate the customer's allegation. Also, the evaluation found that the image was flickering and a camera cable failure during the device inspection. A definitive root cause cannot be identified. The cause of the customer's allegation could not be identified based on the information obtained from this complaint and the results of the investigation. The occurrence of a camera cable failure indicated that the internal ccd may have failed. Therefore, it is assumed that the image could not be transmitted normally, leading to the occurrence of image flickering. A device history review revealed [findings/no issues that could have caused or contributed to the reported issue]. This issue is addressed in the instructions for use (IFU): "[warning]·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." "[Warning]·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head image had dark corners appearing and a narrow band of green. There were no reports of patient harm.